Event description:
The patient was in house and the procedure was done under local. The surgeon was placing the introducer sheath over the guidewire when it started to split. The surgeon thought he could cut the tip off and proceed with the case. It still did not work, so they opened a new catheter.